Manufacturer narrative:
Citation: sourial k., et al. Successful management of an embolized self-expanding valveduring transcatheter aortic valve replacement. Jacc. 2021 may 15; 77(18):2360. Doi:10.1016/s0735-1097(21)03715-3 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 65-year-old female patient with severe bicuspid aortic stenosis who underwent transcatheter implantation of a 29-mm medtronic evolutpro bioprosthetic valve (no serial numbers provided). Post-procedure aortography revealed the valve had embolized up into the ascending aorta. The valve was secured in place and a second 20-mm evolutpro valve was placed deep in the aortic root. The embolized valve remains in the patient. No additional adverse patient effects or product performance issues were reported.